Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 260 mg/dl. The customer's mother stated that the pump cracked and it is not delivering insulin. The mother stated that her son is an athlete and the pump fell out of his pocket while he was using weights. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did not exit. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had excessive no delivery alarms noted during displacement test with no reservoir installed due to faulty force sensor. The insulin pump was unable to verify max fill alarms due to excessive no delivery alarm. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.